Manufacturer narrative:
The returned valve was patent. The valve did not meet the requirements for siphon, reflux, pressure-flow and preimplantation testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The valve also did not meet the requirements for leak testing due to a tear in the side of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient implanted was implanted with a strata ii valve on (B)(6) 2015 and after surgery, the valve was found to be blocked and the fluid could not flow through the valve. According to the report, the valve was explanted on (B)(6) 2015. Reportedly, there was no injury to the patient.